Manufacturer narrative:
Evaluation: the outer tube was in this condition when returned: the shaft is bent, locking inserts (distal tip) are missing, the inside has residue build up, the epoxy is cracked (proximal end, and there are nicks and gouges in the shaft insulation. The insulation failed the hipot test. The distal end is out of round and the edges are dented and gouged. The locking tabs may have come out due to existing damage to the distal end and/or it may have come into contact with something hard (dropped). We believe this damage caused the locking tab to break away from the inside of the tube and fall into pt. Damage due to long use and user handling. The retrieved locking tab was returned; it is a thin piece of curved metal that is approx 4mm in length and 3mm wide.

Event description:
Hospital alleged that 2 locking tabs came out of outer tube and fell into pt; one was retrieved and one remains in pt. No further info could be obtained from hospital.